Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a fungal infection. The pathogen was identified as candida. The implantable pulse generator (ipg) system was explanted and replaced with a single chamber pacemaker system. No further patient complications have been reported as a result of this event.